Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that, the insulin pump had replace battery now alarm. The blood glucose was 10.4 mmol/l at the time of the incident. Troubleshooting steps were guided for replace battery now alarm. Customer did not receive a low battery alert prior to the replace battery now alarm. Customer states there were not unattended alarms. Customer states the battery cap is not loose, cracked or damaged. This is the second occurrence of replace battery now without a low battery warning. Customer advised to replace the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with operational currents within spec and passed self test and displacement test. Power error note during testing and unexpected battery power loss alarms due to connector resistance j6 and pcb 1.